Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-23610. The patient has two model 3163 leads (from the same lot) implanted as part of her scs system. It was reported the patient did not receive effective stimulation from the scs system. Reprogramming did benefit the patient; however, no for long term. Subsequently, the patient requested to have her scs system removed. Follow-up info revealed the patient underwent surgical intervention, where her scs system was removed.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.